Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could only be obtained at certain spacing. The lack of dac output prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was obtained only at certain spacing. No dac output prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. Residual gas analysis was unable to perform the residual gas analysis due to a test setup issue during the residual gas analysis testing process. The internal visual inspection noted silver migration across and between some electrical components. Residual gas analysis was unable to be performed due to a test setup issue during the residual gas analysis testing process. However, silver migration was noted across electrical components, therefore this device is believed to be non-hermetic. Leak testing did not revealed any leaks. An internal investigation was implemented. This is the final report.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient reportedly experienced a device failure, which was confirmed through device testing. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.